Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076, lead, implanted: unknown. (B)(4).

Event description:
It was further reported that during assessment at device replacement the lead impedance had an abnormal reading, the pacing threshold had increased, there was oversensing of artifact, and fracture was electrically confirmed. The patient was enrolled in the system longevity study (sls).

Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.